Event description:
The customer reported a leak from the bath of the coulter act diff analyzer while running startup. The volume of the leak was about 10 cc and was not contained within the instrument. The instrument was down. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that pinch valve lv14 was not actuating and that the tubing through pinch valve lv15 was clogged. The fse replaced pinch valve lv14 and replaced the tubing through pinch valve lv15, which repaired the leak. The repairs were verified per established procedures. (B)(4).